Event description:
It was reported that the device had a faulty downstream occlusion sensor. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. No error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the downstream occlusion (dso) sensor was found to be nonfunctioning. Root cause of the reported issue is unknown, but the downstream occlusion sensor was stuck and inoperable. Replaced the inoperable downstream occlusion sensor. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device was previously repaired. It is possible that replacement of the downstream occlusion sensor seal can result in issue with the dso sensor, but there is no indication of any concerns with the previous repair in this evaluation.